Event description:
While tightening the last screw of the transconnector for a lumbar fusion at l3-l4, l4-l5 the tip of the hexagonal screwdriver broke off in the head of the screw. The surgeon was unable to retrieve the broken tip, as it was wedged in the head screw.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.